Manufacturer narrative:
The t:slim x2g6 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Supply changes were performed to address the occlusions. Reportedly, the customer used fiasp insulin within the pump supplies. Customer's blood glucose level was in the 400's mg/d range. Customer reverted to manual injections for insulin therapy.